Event description:
A customer reported that their pump declared alarm 20 during the loading process. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in trying to load a new cartridge, but the alarm recurred, preventing the continuation of insulin therapy. Consequently, technical support decided to replace the pump and confirmed the shipping address for delivery. Meanwhile, the customer will use mdi as backup therapy. Instructions were provided to put the faulty pump into storage mode prior to its return using a pre-paid label, which the customer understood and acknowledged.